Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who had trouble connecting their transfer set to the patient line during set up for peritoneal dialysis therapy. The patient had arthritis and had their transfer set replaced with one that was easier to connect. After guidance provided by the nurse, the patient was able to complete therapy at a later time with no difficulties. There was patient involvement; however, there was no adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).